Event description:
Event description guidant received information that this heart failure device, exhibited noise on the atrial and ventricular channels, which was unable to be recreated by pocket manipulation. In addition, it was noted that four episodes of oversensing with inhibition of pacing were reported. During the episodes, it was noted that the patient had felt lightheaded.